Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 300 mg/dl. A system check confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. Reportedly, the cartridge was in use for 7 days. Tandem technical support educated customer regarding cartridge/ insulin labeling. The pump supplies were changed to address the issue and insulin delivery was resumed.